Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Cisplatin residue found on the smartsite bag access of the texium infusion set after injecting cisplatin into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint of cisplatin residue found on the smartsite bag access of the texium infusion was confirmed. A photo provided by the customer observed residue on the smartsite port spike. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant medical products: cisplatin 100mg/100ml, teva ndc 0703-5748-11, lot 19d17ka, exp 10/20. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Cisplatin residue found on the smartsite bag access of the texium infusion set after injecting cisplatin into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.